Event description:
It was reported that the tube of an unspecified chemotherapy set fell out of the port. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for h10: upon follow up with the customer, the customer clarified that, after further investigation, a non-baxter set was damaged. There is no allegation against the baxter set. Should additional relevant information become available, a supplemental report will be submitted.